Event description:
It was reported that during a spine procedure using a perc-dlr wand, the want could not be detected by the controller upon connection. This issue caused a 30 minute surgical delay while a backup perc-dlr wand was located. The procedure was completed successfully without further incident, using the back up device. There were no patient complications reported as a result of this event.